Event description:
An optometrist reported that a pt noted blurry vision in the right eye approx three months after lasik surgery. Corneal haze and stage 2 dlk (diffuse lamellar keratitis) were diagnosed; the pt was prescribed steroid eye drops twice per day. One month after that, the haze was worse inferiorly. The surgeon saw the pt the next day and planned to perform a diamond burr debridement with micomycin c at another laser center in the near future. Additional info was then received, indicating that the dlk resolved with the increased steroid drops and no surgical intervention was required.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).